Event description:
It has been reported that the device's display is permanently black.

Manufacturer narrative:
Updated awareness date and case information.

Event description:
During a patient use event, the user is reporting the device's screen was dark. The device was turned on and off and the device is now passing its tests. The patient outcome is unknown. The device serial number is unconfirmed at this time.